Manufacturer narrative:
The complaint investigation for observed false negative results for 1 patient which was reactive on pcr included a search for similar complaints, and the review of the complaint text, trending data, labelling and device history records. Return testing was not completed as returns were not available. Testing was performed using an in house retained kit of the complaint lot. Acceptance criteria were met indicating the lot is performing as expected. Device history record review of lot 22362fn00 did not show any non-conformances or deviations related to the customer¿s issue. Labelling was reviewed and found to adequately address the issue under review. Results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent list number 8p10, lot 22362fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a (B)(6) alinity I (B)(6) qualitative result of (B)(6) was generated for patient sample ID (B)(6). Pcr testing generated a (B)(6) result. The sample was retested twice on the alinity I yielding (B)(6) results of (B)(6) (same patient but different sample ID (B)(6)). No adverse impact to patient management was reported.